Event description:
Per the clinic, the patient experienced poor performance with the internal device. Troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2022 and the patient was implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on may 06, 2022.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on may 26, 2022.